Event description:
Customer reported that the pt was receiving multiple hydration and medication infusions via the quad leg extension set, which was connected to a t-piece and y-connector mfg by ICU medical. This set-up was then connected to the pt's peripheral central IV access line. The solutions infusing via the four ports of the extension set were, normal saline as the primary hydration fluid, an unspecified rate of tpn and lipids, an unspecified dose and concentration of fentanyl, and an unspecified dose of versed. It was reported that the extension set tubing separated at the proximal solvent bond of the "y connector". This resulted in blood loss of "approx 10-15cc's" that leaked on the pt's bed and caused the central line to clot off, rendering the pt without IV access. The customer reported the pt required replacement of the peripheral central IV access line and replacement of the IV tubing set. It was reported there was no delay in critical therapy and no adverse pt effects. Additional info was requested, but no further info was provided.